Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, same day post implant, the patient experienced complete heart block, with an escape rhythm of 30 beats per minute. It was also reported that the right ventricular (rv) lead exhibited loss of capture and was discovered to have dislodged. A temporary pacemaker was placed overnight until lead revision the following day. The rv lead was explanted and replaced with a rv left bundle branch (lbb) lead. No further patient complications have been reported as a result of this event.